Manufacturer narrative:
Concomitant products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8731, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Event description:
It was reported that a catheter revision was performed on (B)(6) 2013. The proximal segment of the catheter was revised. The caller was concerned and did not think the catheter was revised correctly. The caller thought a programming issue would occur due to the inaccurate information. The caller stated that the patient was having issues; however, did not know what the issues were and did not know why the revision was performed. The device system was used to deliver baclofen. It was reported that the revision was correctly performed and the information was accurate. The caller was confused as ¿they didn¿t need to cut open the back is what happened¿. The caller stated that the patient was having ¿problems¿ because ¿they supposedly had too much catheter and I think the catheter might have migrated around to the front¿. It was later reported that a new pump segment was added to the catheter but the distal segment was unchanged. The catheter revision was performed because the healthcare provider (hcp) thought the pump segment of the catheter was coiled on top of the pump and was concerned about piercing it when attempting a refill. During the surgery, the surgeon found the pump segment of the catheter coiled behind the pump, not on top of the pump. He cut the excess from the pump segment of the catheter and replaced it with a much smaller portion pump segment. The entire catheter was aspirated and dye study was performed to ensure correct placement and patency. Following the dye study, the catheter was primed and dose was decreased from 102mcg/day to 80mcg/day. It was later reported that the patient was ¿doing fine¿.